Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and a call tech support error message was observed on the display screen. In addition, the universal serial bus (usb) connector was evaluated, passing a visual inspection and cable testing. No defect was found for the usb cable. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2014. The root cause was determined to be a defective component in the receiver's printed circuit board.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient's receiver only operated when charger was connected. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.